Event description:
It was reported that nrg transseptal needle was selected for ablation procedure. When attempt was made to flush the needle using 10 cc syringe without a lock, the syringe was pushed back due inside being in a corvex state. Thus the needle was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.